Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the clinical representative this unknown system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The clinical representative indicated that a right ventricular (rv) lead fracture was suspected but it was not conclusive. No other information was provided. No adverse patient effects were reported. This device remains in service.